Manufacturer narrative:
(B)(4). The subject device has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, that a rt265 infant vetilator circuit (>4l/min) dual heated with mr290 autofeed chamber failed the pre-use ventilator leak test prior to patient use. There was no patient harm.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name corrected. Section h11: section d4: lot number and UDI details: fisher & paykel healthcare exercised a good faith effort to obtain the device identification, but no additional information was received from the healthcare facility. Method: the limb assembly and dry line of the subject rt265 infant ventilator circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation. The mr290v autofeed chamber was not returned. Results: visual inspection identified no damage or defects with the returned components of the breathing circuit. Leak testing confirmed that the limb assembly and dry line of the circuit were within specification. Conclusion: we are unable to determine what may have caused the reported failed ventilator leak test, as there was no fault found with the returned components. All rt265 infant ventilator circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant ventilator circuit also state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in japan, that an rt265 infant ventilator circuit (>4l/min) dual heated with mr290 autofeed chamber failed the pre-use ventilator leak test prior to patient use. There was no patient harm.

Manufacturer narrative:
(B)(4). Section h11: method: the limb assembly and dry line of the subject rt265 infant ventilator circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation.the mr290v autofeed chamber was not returned. Results: visual inspection identified no damage or defects with the returned components of the breathing circuit. Leak testing confirmed that the limb assembly and dry line of the circuit were within specification. Conclusion: we are unable to determine what may have caused the reported failed ventilator leak test, as there was no fault found with the returned components. All rt265 infant ventilator circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant ventilator circuit also state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - check all connections are tight before use. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in japan, that an rt265 infant vetilator circuit (>4l/min) dual heated with mr290 autofeed chamber failed the pre-use ventilator leak test prior to patient use. There was no patient harm.